Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2021 the device was at eos during a device check. The next day the patient was put on wcd. The device will be replaced.